Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A system log review cannot be performed for this procedure because the event date, instrument lot #, and system serial # are unknown. No image or video clips for the reported event were submitted by the customer for review. This event is being reported due to the following conclusion: after a da vinci-assisted urological procedure, the patient¿s hemoglobin levels decreased significantly. The exact hemoglobin level was not provided. In addition, although the patient was hemodynamically stabilized, it is unknown what medical intervention was rendered as a result of the post-operative complication. Furthermore, the cause of the post-operative complication is unknown. It was mentioned by the initial reporter that a vessel sealer instrument worked great during the robotic procedure and no bleeding issues were identified intra-operatively. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that after completion of an unspecified da vinci-assisted urological procedure, the patient¿s hemoglobin levels decreased significantly. The patient was hemodynamically stabilized; however, it is unknown what medical intervention was rendered due to the post-operative complication. It was noted that a vessel sealer instrument seemed to have worked great intra-operatively during the case and there were no bleeding issues. The event date is unknown. Intuitive surgical, inc. (Isi) has made several follow-up attempts to obtain additional information from the surgeon; however, no further details have been received as of the date of this report.